Event description:
I have been testing positive on the quidel quickvue covid antigen home tests for the past 7 weeks. Because of the initial positive results I was treated with paxlovid x 5 days. I have remained symptom free. The concern is that after 30 days I tested negative on 3 other brands of home antigen tests and negative for covid on a send out antigen pcr tests. I continue to test positive on the quidel brand quick covid tests. I am writing because these are false positive results that have consistently been positive. My health history includes being 73 y/o white female, on immunosuppressant drugs for autoimmune conditions. I have tested more than 10-12 times on quidel test. I am negative on 3 other brands of covid antigen home tests as well as negative on cvs send out for a pcr covid antigen amplification test. Reference report: mw5116586, mw5116587.